Event description:
Procedure type: gastric bypass. According to the reporter: pt in post-surgical care due to gastric bypass, 5 days with abdominal pain and sirs signs. Thus, the pt was submitted to surgery on (B)(6). Generalized peritonitis and mechanical suture dehiscence in remnant evidence. The pt is in the intensive care unit.

Manufacturer narrative:
(B)(4).